Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad and lcx were treated. One day post procedure the patient's cardiac enzymes were elevated. Cec assessed the event as non q wave mi (target vessel), mdt extended historical peri pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
Cec re adjudicated mi of the lad and cx as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure one resolute onyx stent was implanted into the lad and three resolute onyx stent were implanted into the lcx.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the event as myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that event occurred (B)(6) 2017 and not (B)(6) 2017 as previously reported. If information is provided in the future, a supplemental report will be issued.